Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The complaint device was returned for evaluation. The reported leak was not confirmed via returned device analysis. The discrepancy between what was reported (air bubbles) and what was observed (no sgc leak or air bubbles) may have been due to the user technique (e.g. Covering the guide tip) during prep versus the returned product analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling

Event description:
This is filed because the steerable guiding catheter (sgc) was leaking during preparation. If this leak were to recur in the anatomy, there is potential of air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), the valve was checked for leakage in a upright position for 30 seconds and no leak was observed. The dilator was then inserted into the sgc and a large air bubble was seen that could not be removed. Two additional attempts were made to prepare the device but the air leak continued; therefore, the device was not used in the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.